Manufacturer narrative:
In the previous report submitted august 27, 2021 it was stated that the period between the last display of the error message and completion of the restart was 10 minutes. Further investigation of the log file confirmed that the geometry was not operational for approximately 23 minutes. The first error message related to geometry not being available was prompted at 05:46. According to information received from the customer, the patient arrived at the department at 05:30. The patient got intubated and ventilated by anesthetics and was prepared for procedure from 05:35 to 05:50. The procedure started approximately at 05:55 and the error message and equipment failure was noted by the radiographer. The system was restarted at 06:00 and returned to use at 06:10.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, when starting the procedure, the system displayed an error message ¿warning: motorized movement unavailable¿ and motorized movements of the c-arm were not available. The system was restarted after which the motorized movements were available. According to the log file the period between the last display of the error message and completion of the restart was 10 minutes. The patient passed away during the procedure. It is unknown if the delay contributed to the patient outcome. Philips has analyzed the log file and confirmed that the geometry pc (geo-ipc) was faulty. The geo-ipc was replaced after which the system was returned to use in good working order.

Event description:
It has been reported to philips that during an emergency primary angioplasty for myocardial infarction (pami)treatment the system movement was not functioning correctly. The procedure was delayed due to system restart. The patient passed away. Philips has started the investigation.